Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and indicated a p-wave amplitude measurement issue. Atrial lead impedance trend data shows impedance steady around 325 ohms; lifetime minimum impedance of 311 ohms. Notable data includes high count of low impedance paces. A lead warning occurred on (B)(6) 2013. Electrograms for atrial high rate episodes show small p-wave amplitudes. Concomitant medical devices: 503452 lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that it was not possible to view the atrial egms for multiple stored episodes. It was determined that the p-waves were extremely diminished, resulting in a nearly non-existent atrial egm, despite the atrial lead being programmed to the highest possible sensitivity. Additionally, the atrial lead exhibited low impedances, triggering a lead warning. The lead remains in use. No patient complications have been reported as a result of this event.